Event description:
Customer reported he changed the battery and device alarmed failed battery test. Customer's blood glucose was 359 mg/dl. Customer was advised how to properly store batteries and to ensure alarm was clear prior to inserting a new battery. Battery compartment nor spring weren't corroded nor damaged. Customer was advised to clean battery compartment, inserted a new battery and device alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery. The insulin had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.